Manufacturer narrative:
On 6/21/2024 - we were notified of a patient who has had the capsule in her body for 2 weeks now, and said that based on her last doctor's visit, it is stuck. Frm-0089c - capsule incident questionnaire was sent to the customer to obtain more information and the sn.also, a replacement retrieval pan was sent to the patient as requested by them. On 7/10/2024 - we were notified that the patient's physician referred her to another doctor since they were planning to have a procedure done on (B)(6) 2024. This is the date where we became aware of serious injury to the patient. On 7/23/2024 - we were notified that the patient was still awaiting surgery on 7/30/2024 - frm-0089c has still not been received and we haven't gotten any updates on the surgery.

Event description:
On (B)(6) 2024 - we were notified of a patient who has had the capsule in her body for 2 weeks now, and said that based on her last doctor's visit, it is stuck. Frm-0089c - capsule incident questionnaire was sent to the customer to obtain more information and the sn. Also, a replacement retrieval pan was sent to the patient as requested by them. On 7/10/2024 - we were notified that the patient's physician referred her to another doctor since they were planning to have a procedure done on (B)(6) 2024. On 7/23/2024 - we were notified that the patient was still awaiting surgery, on 7/30/2024 - frm-0089c has still not been received and we haven't gotten any updates on the surgery.

Manufacturer narrative:
6/21/2024 - we were notified of a patient who has had the capsule in her body for 2 weeks now, and said that based on her last doctor's visit, it is stuck. Frm-0089c - capsule incident questionnaire was sent to the customer to obtain more information and the sn. Also, a replacement retrieval pan was sent to the patient as requested by them. 7/10/2024 - we were notified that the patient's physician referred her to another doctor since they were planning to have a procedure done on (B)(6) 2024. 7/23/2024 - we were notified that the patient was still awaiting surgery, 7/30/2024 - frm-0089c has still not been received and we haven't gotten any updates on the surgery. Supplemental information. 9/4/2024 - we received the completed frm-0089c that indicated the sn of the capsule, and also that the patient had a double balloon enteroscopy with capsule removal. Patient did not have pre-existing conditions.

Event description:
9/4/2024 - we received the completed frm-0089c that indicated the sn of the capsule, and also that the patient had a double balloon enteroscopy with capsule removal. Patient did not have pre-existing conditions.